Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf uni tib tray sz b lm PMA; item# 154720; lot# 3097561 and oxford uni twin-peg femoral sm; item# 166941; lot# j3576538. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 9 years post initial implantation, the patient underwent a revision due to bearing fracture. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided pictures confirm a worn bearing surface with a fracture. It isn't clear if the fracture is fully through the bearing however the titanium marker wire is exposed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiographs were provided and reviewed by a radiologist. The review identified views of the left knee demonstrate medial compartment hemiarthroplasty with significant narrowing of the lateral joint space with apparent varus stress views indicating underlying bearing fracture. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.